Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer's mother called to report the insulin pump had a crack by the reservoir compartment. The customer also mentioned a top piece missing from the reservoir compartment. Blood glucose reading was 510 mg/dl. The customer had treated with the insulin pump. Customer was unsure how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).